Event description:
Please refer importer report # (B)(4).

Manufacturer narrative:
Document review: quadra h cementless femoral stem size 3 std: ref. (B)(4) / lot 131749 ((B)(4)stems produced): all parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization procedure. The (B)(4) stems belonging to this lot have been already sold without any other similar incident. From the data collected, there are no evidences that the event is device related.